Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for unknown indications for use. It was reported that the PT contacted PATS via email, reporting that they lost therapy. They got an INS replacement a few months ago, and in the first days and weeks everything went fine, the pain was reduced to almost zero during the day. A good three weeks ago, however, the pain recurred, and since then the SCS was their almost constant companion. At night, they patient said they are usually awake for hours and toss and turn in bed. The patient also noted the charging cycle has not changed, the therapy is not shown as "AN" and they can regulate the intensity. They also noted that 3 weeks ago there was no event that could explain a failure of stimulation. The first time they used a neurostimulator in 2012, after a few months (a year?) a representative visited their family doctor's office and readjusted the device. The patient asked if something like this be possible now, but noted they shy away from car rides at the moment because of the long sitting. The patient was informed that reps can only work in qualified hospitals so the PT would need to contact the implanting clinic. Additional information was received from a manufacturer representative (Rep). The rep noted they will schedule an appointment with the patient in (b)(6).

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. G2: The country of the event is Germany. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.